Event description:
It was reported that the patient underwent an initial hip procedure. It was reported that there are allegations of complications with metal wear. It was reported that no further information is available.

Manufacturer narrative:
(B)(4). D10: cat# x180309 lot# 098990 bi-metric/x por nc 9x125. Cat# 139252 lot# 100940 m2a-magnum 42-50mm tpr insrt-6. G2: foreign - event occurred in canada. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.